Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the dongle pendant was damaged, resulting in the e-stop functionality engaging. It was noted that there was a misalignment of the gantry side panel, unrelated to the reported issue. To resolve the reported issue, the dongle pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the e-stop functionality on the imaging system engaged without prompt from the user. It was noted that the grey box circuit within the imaging system was not connected and the site was unable to restore functionality. It was reported that the issue occurred while moving the imaging system. There was no patient present when this issue was identified. No additional information was provided.